Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 7/30/2020. Investigation: no protector samples were provided in relation to this incident. One connector attached to a infusion bag was returned to our quality team for investigation. The connector was visually inspected, no defects or damage observed on the spike of the connector. The connection was secure between the connector and infusion bag, no issues were observed on the membrane of the connector or stopper of infusion bag. During our evaluation, a white particle was observed inside the infusion bag. Characterization testing was performed and found the particle was a synthetic resign piece that was not consistent with material from the rubber stopper of the vial or the membrane of the phaseal and the origin of this particle could not be determined. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. DHR was performed. Testing results were reviewed for the reported protector lot and results were found to be acceptable. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported that the protector p50 multipack experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: floating matter was found in the infusion bag.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the protector p50 multipack experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: floating matter was found in the infusion bag.